Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had just changed the battery because it keeps on beeping and had insulin pump error alarm. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox. No audio/vibrate anomaly noted. No error 63 in found history file.